Event description:
A us distributor reported that a battery charger had a battery charger problem.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem) was confirmed due to the inductor being knocked off the bedside board. The charger was unable to power on. The root cause for the damaged inductor could not be positively identified. There was no adverse event that resulted from the damaged charger.